Manufacturer narrative:
The evaluation revealed all reported star implants to be primary products. No deviations were found during review of the manufacturing and inspection documents (DHR). The implants were documented as faultless prior to distribution. An inspection was not possible because the implants were not provided. According to the checklist the infection germ was identified as bacteria ¿serracia¿. All available information was evaluated by a hcp. According to him, the germ is typically found in hospitals; as a bowel germ the occurrence is a result of an inadequate hygiene. It is absolute unrealistic that the germ was brought to the implants during manufacturing, furthermore the gamma ray sterilization would had been mortified all germs of this kind. To the time of opening the sterile packaging, a contamination of the implants with this germ can be excluded. Based on the hcp evaluation, a relationship between the implants and the reported infection can be excluded; the infection is a result of an inadequate hygiene after opening the sterile blisters (user related). Review of complaint history, CAPA databases and risk analysis did not identify any discrepancies. There are no open actions in place related to the reported event for the subject product(s). No non-conformity was identified.

Event description:
Patient returned to dr. With an infection. Patient was revised. Multiple drains and a poly swap.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. The reported device was manufactured and distributed by (B)(4) and implanted prior to howmedica osteonics corp.¿s purchase of certain assets of (B)(4) on (B)(4) 2014. Stryker became legal manufacturer of this product on april 1, 2015 and has taken the responsibility for medical device reporting. At this time, it cannot be determined which if any of the devices in this event may have caused or contributed to the patients' experience therefore, the product information will be referenced. Additional devices listed in this report: catalog # unknown star talar component lot# unk; catalog # unknown star tibial component lot# unk , device will not be returned.

Event description:
Patient returned to dr. With an infection. Patient was revised. Multiple drains and a poly swap.